Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022 that presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.